Manufacturer narrative:
Date of event: (B)(6) 2016. The unit was received at the manufacturer's facility for evaluation. Testing results concluded the motor controller (mc) board was not seated correctly, which caused the occurrence of the reported problem. Reinstalling the loose mc board corrected the 1007 vent inop state and no other faults were found with this unit.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer (fse) reported that during installation of a v60 ventilator, the unit alarmed vent inop error 1007 (machine & proximal pressure sensor failed occurrence). There was no patient involvement.

Manufacturer narrative:
Updated.